Event description:
When the physician opened the icy catheter kit (lot # 191568) and tested the catheter prior to insertion for an ivtm theray, a leak was detected in the catheter's balloon. A new catheter was used to start the treatment. No further information was provided. No patient injury was reported.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
D4 (suspect medical device, expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The customer's complaint of a catheter's balloon leak was confirmed while flushing the returned icy catheter (lot #191568) during the decontamination process. During the in/out lumen flushing, a leak was observed from the proximal end of the distal balloon due to a tear in the balloon. During functional testing, all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumen, a leak was observed from the proximal end of the distal balloon. Further inspection of the catheter under a microscope showed a balloon tear located 1.5 cm away from the proximal end of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 191568.

Manufacturer narrative:
H6 code (type of investigation) was corrected from 4109 to 4110.